Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error three times. Customer's blood glucose level was 214 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.